Event description:
The user created a plan in which an mlc (multileaf collimator) was used to block part of the field. He then removed the mlc, bringing the field back to its original size. In xio, the mlc was removed from the graphics displayed but the dose was not recalculated. There were no patient mistreatments as a result of this problem.